Event description:
Pt complains of muscle aches and pains, breast hardness, itching, enlarged glands, fatigue, swelling of hands and feet, rashes, nerve inflammation, burning pain in chest, dry eyes and vagina, joint tenderness, easy bruising, nose and mouth ulcers, and tingling in legs and arms. (Same pt referred to in 1002044.)